Manufacturer narrative:
(B)(6). The following sections could not be completed with the limited information provided. Concomitant devices ¿ versa-dial modular head with variable offset catalog #: 113044 lot #: 588470, hybrid glenoid base catalog #: 113956 lot #: 937910, pt hybrid glenoid post catalog #: pt-113950 lot #: 946850, versa-dial comprehensive standard adaptor catalog #: 118001 lot #: 258190, 1/8 inch drill quick release drill bits catalog #: 32-486265 lot #: 540020. The device was not returned for evaluation, and the reported event was not confirmed. The device history records were reviewed and no discrepancies were identified. A review of the complaint history determined that no further action is required as no new trends were identified. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is number 2 of 4 mdrs filed for the same patient (reference 0001825034-2017-03223 / 03225 / 03226).

Event description:
It is reported that the patient experienced soreness in the subscapularis, following left total shoulder arthroplasty. The patient was treated with physical therapy to strengthen the subscapularis. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03223, 03224, 03225, 03226, 05073. Review of x-rays determined that the event could not be confirmed. Only a very small osteophyte is noted along the superior margin of the glenoid on the exam from (B)(6) 2011, but is not seen on other time points. No humeral head osteophyte is noted and no erosions are seen from any time points. There is a superior glenoid osteophyte (only seen on (B)(6) 2011), but no posterior. Root cause remains undetermined. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient experienced soreness in the subscapularis, following left total shoulder arthroplasty. The patient was treated with physical therapy to strengthen the subscapularis. The patient's condition completely resolved and the patient is doing well.